Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn-like irritation with bleeding blisters. The patient's physician had the patient remove the lifevest and prescribed polysporin antibiotic ointment. The patient indicated that the irritation was improving.